Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. The lv threshold was noted to be greater that lv output. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).